Event description:
Patient had a mr exam. Patient was under anesthesia. There were no indications of any problems. Patient was sent to recovery and about two hours later, a read area with two blisters, the larger one at 1 cm, was found on the right hip.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.